Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine with an unknown dose and concentration. The reason for use was not reported. It was reported that there was pump erosion and the device was explanted on (B)(6) 2018. Pump was visible at bottom of incision. The issue occurred in 2018. After the pump was removed, the catheter was clamped off and left. The customer was notified that the device was to be returned to the manufacturer, but it would not be as the customer discarded the device. The product will be replaced in the future by another of the same manufacturer. It was unknown if there were environmental/external/patient factors that may have led or contributed to the issue. Actions/interventions included cultures were taken of the wound. It was positive for staph. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated in october or november of 2018. The patient got an infection. No further complications were reported/anticipated.